Event description:
It was reported that during the operation the device either turned on and turned off or would not turn on at all. No harm or damage to grafts were noted as another device was used. A 5 minute delay where the patient was under anesthesia did occur during which set up of another device happened. No other adverse events were reported as it relates to this event.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Once investigation is completed a supplemental/final report will be submitted.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Once investigation is completed a supplemental/final report will be submitted.

Event description:
It was reported that during the operation the device either turned on and turned off or would not turn on at all. No harm or damage to grafts were noted as another device was used. A 5 minute delay where the patient was under anesthesia did occur during which set up of another device happened. No other adverse events were reported as it relates to this event.

Event description:
No additional information is available.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Review of the most recent repair record determined the motor was seized and the device was out of calibration at the 0 reading. The motor and various bearings were replaced and resolved the reported issue. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.